Manufacturer narrative:
(B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10272846. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The surgeon felt friction when he advanced the stent (enc452812/10272846) into the distorted vessel. The surgeon had to remove the stent and changed to another one. No adverse event on the patient. The patient had pcom.

Manufacturer narrative:
It was reported that friction was felt when advancing the enterprise vrd system (enc452812/10272846) into the distorted vessel. The stent had to be removed and changed to another one. There was no adverse patient event. There is no information available regarding the microcatheter, if the devices were removed as a unit or whether the same microcatheter was used with the next stent. The procedure was treatment of a posterior communicating (pcom) artery. A non-sterile unit of enterprise vrd and delivery was received coiled inside of a plastic bag. Enterprise was received inside of the original pouch (lot # 10272846, part # enc452812). The stent was received positioned on the device. No damages were observed. Microcatheter involved was not received. Functional analysis was performed according to procedure. A lab sample microcatheter was used and the delivery wire was advanced through the microcatheter without difficulty. The device and stent were inspected under vision system and no damages were observed in its lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10272846. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance the enterprise vrd through a lab sample microcatheter with functional testing was not confirmed; the device advanced successfully and there were no damages noted with microscopic analysis. Based on the limited information and without the return of the concomitant microcatheter no conclusion can be made; however, based on the analysis of the returned enterprise it appears that procedural factors contributed to the event. There was no discrepancy with testing of the returned device and no manufacturing related issues with review of the device history records. Therefore, no corrective actions will be taken.